Manufacturer narrative:
Approximate age of device - 5 years, 6 months. The device was not returned for evaluation. The infection was reported to have started as a substernal wound infection and bacteremia that later extended to the pump pocket. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists pump pocket and local infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 08/24/2016, the following information was received from an sus voluntary event foi report: event date: (B)(6) 2016; report date: 07/22/2016. Event description: patient admitted on (B)(6)2016 after tee revealed vegetation on ICD lead. Blood cultures positive. Has been receiving oral antibiotics for a known substernal infection. IV antibiotics initiated after admission. Pt taken to (B)(6) lab on (B)(6)2016 for an ICD extraction which was uncomplicated. Due to the vegetation on the ICD lead along with positive blood cultures, the decision was made to exchange the lvad pump. Pt was taken to the operating room. On (B)(6) 2016 for a lvad pump exchange. All aspects of the pump were removed and replaced. During the surgery, the surgeon noted the lap band port had eroded through the diaphragm, therefore the lap band was removed. The pt is currently recovering in the ICU. Additional information was requested and was provided by the vad coordinator. The patient required a pump exchange due to reported infection that had extended to the pump pocket. The pump was running properly at the time of the exchange. The infection initially presented as substernal in (B)(4) 2016 at another center. When the patient was taken to the operating room for debridement of the site the pump was visible. Several debridement procedures were performed without success in eradicating the infection. The source was not the implantable cardioverter-defibrillator. The pump will not be returned for evaluation as this was an exchange for infection and not possible thrombosis.